Manufacturer narrative:
Of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to battery compartment cracks, moisture and battery compartment leaks. During investigation for unrelated complaints, there were 24 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-79 years of age and between 55 and 140 pounds. Of the reported patients 2 were male and 4 were female.

Manufacturer narrative:
Follow-up #2: date of submission 10-jul-2019 - device evaluation:in quarter 2 of 2019, there were 1 instances of battery compartment w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Correction: (MFR narrative) of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to battery compartment cracks, moisture ingress and battery compartment leak. This report is processed under the voluntary malfunction summary reporting program.